Manufacturer narrative:
(B)(4). Results: endoleak. Calcified aortic neck. Conclusion: calcified aortic neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 60 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 29-31mm in diameter and the length was 20mm with mild calcification and thrombus present. It was reported that final angio showed a proximal type I endoleak. The stent graft was ballooned three times but a slight endoleak remained. The physician believes the leak was caused by a small piece of calcium in the aortic neck. The patient will be monitored. No clinical sequelae were reported and the patient is fine.